Event description:
It was reported that stent fractured occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified peripheral artery. A 7x150, 130 cm eluvia stent had been previously implanted on (B)(6) 2025. The patient returned to the healthcare facility on 27oct2025. Extensive vessel prep was performed including 3 hours of angiosculpt and shockwave ivl. At this time it was observed that the implanted eluvia stent had multiple fractures with separation along the length of the stent. The stent appeared elongated by approximately 5 cm from the distal portion and was not fully expanded. The damaged portion of the stent remained fully deployed in the vessel and was not removed, with additional intervention to be discussed. The patient was placed on ekos therapy and will be re-evaluated.

Manufacturer narrative:
H6 - device codes: corrected.

Event description:
It was reported that stent fractured occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified peripheral artery. A 7x150, 130 cm eluvia stent had been previously implanted on (B)(6) 2025. The patient returned to the healthcare facility on (B)(6) 2025. Extensive vessel prep was performed including 3 hours of angiosculpt and shockwave ivl. At this time it was observed that the implanted eluvia stent had multiple fractures with separation along the length of the stent. The stent appeared elongated by approximately 5 cm from the distal portion and was not fully expanded. The damaged portion of the stent remained fully deployed in the vessel and was not removed, with additional intervention to be discussed. The patient was placed on ekos therapy and will be re-evaluated. It was further reported that the initial procedure was performed on (B)(6) 2024, involving the segment from the superficial femoral artery to the popliteal artery. Vessel preparation and stent implantation were performed during the initial intervention in 2024. It could not be determined when the stent fracture or thrombus formation occurred, as these findings were discovered intraprocedurally on (B)(6) 2025. The stent fracture was possibly secondary to severe vessel calcification.

Manufacturer narrative:
B3 - date of event: updated. B5- describe event or problem: updated with additional information. H6 - device codes: corrected.

Event description:
It was reported that stent fractured occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified peripheral artery. A 7x150, 130 cm eluvia stent had been previously implanted on (B)(6) 2025. The patient returned to the healthcare facility on (B)(6) 2025. Extensive vessel prep was performed including 3 hours of angiosculpt and shockwave ivl. At this time it was observed that the implanted eluvia stent had multiple fractures with separation along the length of the stent. The stent appeared elongated by approximately 5 cm from the distal portion and was not fully expanded. The damaged portion of the stent remained fully deployed in the vessel and was not removed, with additional intervention to be discussed. The patient was placed on ekos therapy and will be re-evaluated.